Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 324.210, lot: 33p6645, manufacturing site: bettlach, release to warehouse date: january 23, 2020. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the drill bit ø2.5 calibr l300 w/quick-coupl (product code: 324.210, lot number: 33p6645) was received at us customer quality (cq). Visual inspection noted that the sharp edges of the drill bit were rounded off and the edges of the flutes has chips of material missing. No other defects were noted. The noted defects are consistent with the complaint condition and are end of life indicators for this device. Conclusion: after a visual inspection, it is determined that the reusable instruments are worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot - a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021 the drill bit loses its edge after several uses and does not drill any more. At the time that the specialist performed maneuvers to shape the template with the patient's bone, it broke without using any force. Procedure was completed successfully without any surgical delay. This report is for one (1) 2.5mm percutaneous drill bit qc/300mm/200mm calibration. This is report 1 of 2 for complaint (B)(4).